Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: unknown) were not returned for evaluation. Review of the manufacturing documentation confirmed that the pump (B)(6) met all requirements for release. A review of the driveline boot cover's manufacturing documentation could not be performed since the lot number was unknown. Log file analysis revealed several decreases in flow, suction events, and subsequent decreases in pulsatility throughout the analyzed period. In addition, review of the alarm log file revealed twenty-one (21) low flow alarms logged since (B)(6) 2025. Review of the alarm log file also revealed one (1) vad disconnect alarm was logged on (B)(6) 2025 at 14:01:10, indicating a physical disconnection from the driveline. The vad disconnect alarm cleared at 14:01:56, indicating that the driveline was connected to the controller. As a result, the reported low flow, suction, decrease in pulsatility, and vad disconnect events w ere confirmed. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection, renal dysfunction, syncope, neurological dysfunction, stroke, bleeding, and thrombus are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse event s. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. There was no evidence that the driveline boot cover had previously been serviced. The reported thrombus, "stuck boot cover," ¿driveline poor mechanical connection,¿ and ¿change in the sound of the lvad" events could not be confirmed due to insufficient information. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on historical review of similar events, a possible root cause of the reported 'stuck boot cover" event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening. Based on the risk documentation, the ¿change in the sound the lvad" event may be attributed to multiple factors including, but not limited to, thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Based on the risk documentation, possible causes of the reported suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, and/or inappropriate pump rotational speed. Based on applicable risk documentation, a possible root cause of the reported poor mechanical connection event can be attributed, but not limited, to contamination by foreign material of the driveline connector, marginal driveline connection, and/or handling of the device. Additional products: d1: driveline cover d4: serial# h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a ventricular assist device (vad) experienced several complications. The patient was diagnosed with influenza and experienced palpitations, pre-syncope, and a change in the sound of the lvad. There was a 50% atrial fibrillation burden, ongoing low-flow alarms, and suction events. Dehydration was noted due to an acute infection, and supratherapeutic international normalized ratios (inrs) were observed. The patient also experienced an acute kidney injury that was improving. There was a change in pulsatility with mean arterial pressures (maps) dropping from the 100s to 60s, and low flow alarms were noted. A stroke alert was called due to the patient being found mute with right hemibody weakness, altered mental status, and aphasia. A left m1 occlusion was identified, and a thrombectomy was performed, after which a subarachnoid hemorrhage occurred. An interval increase in the subarachnoid hemorrhage was noted, and electroencephalogram (eeg) results showed occasional left frontotemporal mostly blunt lateralized periodic discharges (lpds) suggesting hyperexcitability, asymmetric left hemispheric slowing, and diffuse background slowing consistent with mild encephalopathy. Frequent lpds and lateralized rhythmic delta activity (lrda) were also observed. The patient was able to move the right upper extremity spontaneously and the right lower extremity with weakness compared to the left side, followed commands but did not speak, and had a slow response to commands. Neurological dysfunction was suspected, along with a thrombus and neural event. The patient was treated with anticoagulants and returned to the intensive care unit intubated and on sedation. The patient was later extubated, and recommendations were made for continued low-intensity anticoagulation and blood pressure management. The patient was eventually cleared for full-intensity anticoagulation, and computed tomography of the head was stable. Additionally, the driveline cable had an unstable or poor mechanical connection, and the pump was off for approximately 52 seconds, triggering controller alarms. There was difficulty in connecting the driveline due to the boot getting stuck over the driveline connector, and the driveline connector did not have a definitive "click" when seated into the controller. It was noted that the patient was sitting on the driveline, which contributed to the connection issues. Servicing was recommended but not performed.

Manufacturer narrative:
Continuation of d10: ddpb3d1 ICD; implanted: (B)(6) 2021. Additional products: d1: heartware ventricular assist system ¿unk-dl boot cover. D4: model #: 1175- / catalog #: 1175- / expiration date: unknown / serial or lot#: unknown. UDI #: unknown. D9: no. H3: no. H4: mfg date: unknown. H5: no investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.